Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and the sensor had an inaccurate reading. The customer¿s blood glucose was 45, 148, 80 and 88 mg/dl and the sensor glucose was 46, 238 and 44 mg/dl. The customer¿s current blood glucose is 111 mg/dl and sensor glucose is 151 mg/dl. The customer was treated with glucose intake. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.